Event description:
Patient reported that the syringe received was broken. Lot number and expiration date are unknown. Unknown if patient missed a dose or experienced adverse event due to defective product. Unknown if patient has product on hand. No additional information. Syringe used to inject 10 units leuprolide sc every day as directed. Reported to (B)(6) by patient/caregiver.